Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the insertable cardiac monitor (icm) exhibited under sensing. No intervention was performed. There were no patient consequence reported and the patient will be monitored continually.